Event description:
The patient reportedly experienced sound quality issues with her device. The patient was seen by a company representative for device evaluation. Testing confirmed that the patient's device was not functioning. The decision was made to explant the device. Surgery to explant the patient's device is to be scheduled.